Event description:
The complainant reported that a pt was undergoing a therapeutic ercp procedure to remove a stone from the pt's common bile duct. During the procedure a jagwire was introduced into the channel of the sphincterotome. After the sphincterotomy was performed, the entire system (sphincterotome and jagwire) was removed from the endoscope. Upon the nurse's removal of the jagwire from the sphincterotome, she observed a deposit that came from the floppy tip of the jagwire on a piece of gauze she was holding. Further observation of the deposit on the gauze revealed that part of the distal portion of the jagwire's floppy tip had broken into very small pieces. The complainant indicated that the small broken pieces of the tip were unable to be returned for evaluation. Subsequent to the procedure the patient was double checked via x-ray and it was confirmed that none of the distal tip material remained in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.